Manufacturer narrative:
Add'l lot#: 1004131, manufacture date: 04/2010, expiration date: 10/13/2011; lot#: 1003161, manufacture date: 03/2010, expiration date: 09/16/2011. Eval findings: conmed livatec rec'd a total of 21 unopened tubing sets for eval and confirmed the reported problem. Of the 12 returned tubing sets from this lot# 1004083, four packages were found with the tyvek lidding not properly sealed to the tray and the sterility of the products was therefore compromised. Of the 6 returned unopened tubing sets of lot #1004131, three were found with the same problem of the tyvek lidding not properly sealed. Of the 3 returned unopened tubing sets of lot #1003161, two were found with the same problem of the tyvek lidding not properly sealed. An investigation is in progress to determine the root cause of this reported problem and a follow-up will be filed once the investigation has been completed. Examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use).

Event description:
The customer reported that part of the tyvek lidding on the sterile package containing the tubing sets was not properly sealed. This was noted pre-operatively, and another tubing set was obtained and used to complete the surgery. There was no report of pt involvement/injury or surgical delay with this event.